Manufacturer narrative:
Additional information received by the manufacturer has identified that this event should be re-evaluated for MDR reporting. The new information states that there is no malfunction of the device nor harm or patient injury, the labeling information on the package was aligned to the specification and it was reported in error, therefore, it was determined that this case does not meet the threshold for reporting and is a non-reportable event.

Event description:
It was reported that the ce mark of the microcrater had been added on the packaging as a sticker. No case reported, therefore, there was no patient involvement. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.